Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a wrist arthroscopy the irrigation fluid has leaked from the incision site and appears to have caused burns. The unit was operated in ablation mode at level 1 at this time.

Manufacturer narrative:
The returned device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. The visual inspection shows minimal electrodes wear with discoloration/contamination and scratch/scuff marks on the spacer and cap. Two of the electrodes touch each other. Contamination with dried parts of tissue between the electrodes is being visually observed. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation the device was connected to a good known controller and activated in saline solution at default and maximum settings. Plasma was produced at the distal end as intended. This device is not designed with a suction or saline line in regards to the complaint. The device was tested as a system with the returned q2 controller. The complaint was not verified and the root cause could not be determined with confidence as the device functionally performed as intended. It is possible that a separate suction line was not used in conjunction with activation of the device or excess saline which could have been hot if proper suction was not connected leaked out from the surgical site onto the patient¿s skin. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. It was confirm what appears to be a superficial partial-thickness burn wound which appears to coincide with either fluid evacuating the operative site and/or the diameter of a suction/saline/drain line, which both could inadvertently result in patient burns. The patient impact beyond the reported burn wound cannot be determined as the patient status was not provided.